Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced low blood glucose. Customer stated that she got back from the doctor's and her blood glucose was fine, then it was 44mg/dl. Customer decline low blood glucose troubleshooting. Assisted customer with entering meter ID, she said it was already in there.